Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor 0fuklg0ku has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software, and extraction was successful. The watermark was not observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. This serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high sensor scan results compared to readings obtained on a competitor's brand meter. As a result, the customer experienced a loss of consciousness and severe low blood sugar. The customer was unable to self-treat and received third party treatment from healthcare professional (fireman) of glucose. The customer was taken to the hospital were it was unspecified what medication was administrated by a healthcare professional. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified high sensor scan results compared to readings obtained on a competitor's brand meter. As a result, the customer experienced a loss of consciousness and severe low blood sugar. The customer was unable to self-treat and received third party treatment from healthcare professional (fireman) of glucose. The customer was taken to the hospital were it was unspecified what medication was administrated by a healthcare professional. No further treatment was reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Visual inspection was performed on the returned sensor tail, no blood watermark was observed on the tail indicating an insertion failure. Sensor terminated within the first 6 hours of the sensors life. Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.